Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl which was treated with manual injection. The customer stated that it seems like it was not delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. Customer also stated that buttons was working and responding. Customer was performed self test and displacement test and it was passed. Customer stated that auto mode feature was active. The insulin pump and reservoir will not be returned for analysis.